Manufacturer narrative:
The smartcard and photos associated with the complaint were returned for analysis. Review of the smartcard data indicated that the prime was completed successfully and blood collection was started. Several air detected warnings for air in ac delivery line and three collect pressure warnings were seen after processing of 214ml whole blood and the treatment was aborted. Review of the customer supplied photos confirmed the blood leak at the system pressure dome as the system pressure dome became unsecured from the system pressure sensor. The cause for why the pressure dome became unsecured could not be determined from the photos and the information available. Investigation completed. (B)(4). Device not returned

Manufacturer narrative:
System was used for treatment. Kit lot e331 was reviewed. There were no non-conformances. This lot met all release requirements. The (B)(4) lot number was not provided as it was not administered. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories pressure dome membrane leak and alarm #16: collect pressure and no trend was detected for these categories. Service order ((B)(4)) completed: service engineer cleaned instrument and performed system checkout procedure successfully. This assessment is based on information available at the time of the investigation. The evaluation of the smart card data and photos, submitted by the customer, was still in progress at the time of this report. A supplemental report will be sent once investigation is complete. (B)(4).

Event description:
Customer called to report pressure dome blood leak during treatment procedure. Treatment was aborted with no return of blood products to the patient. Customer stated multiple collect pressure alarms occurred, so she stopped the procedure, started a new peripheral access and started up the procedure again. Customer noted that after purging air was complete, there was blood leaking from the system pressure dome. Customer stated dome did not come off completely; it seemed it was partially off. Patient was reported stable. Service was dispatched. Customer will send photos and the smart card for investigation.